Manufacturer narrative:
Batch review performed on 08 november 2019. Lot 156134: 25 items manufactured and released on 06-apr-2016. Expiration date: 2021-03-23. No anomalies found related to the problem. To date, 30 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director. 3 years after primary cementless dm tha a significant subsidence of the stem is recorded. We have no evidence of the postoperative situation nor do we know when the subsidence supposedly occurred. A late subsidence of this dimension, in absence of traumas, fractures, pathological situations is extremely rare and to us inexplicable. With the information at hand, we are unable to offer a cause for the event.

Event description:
The patient came in, 2.5 years after primary surgery, complaining of instability due to a subsided stem. The cause of the subsided stem is unknown. The surgeon revised the stem, head, and liner and the surgery was completed successfully.